Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. Customer stated that the insulin pump also shut off and restarted on its on. It was also noted that the insulin pump had a blank display. Troubleshooting was performed and the display did return with the insertion of a new battery. Customer's blood glucose reading at the time of the call was 85 mg/dl. No further information reported.